Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred during the media fill validation process. The device contained tryptic soy broth media. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 30, 2023 ¿ august 31, 2023. H10: the device was received for evaluation. A functional leak test was performed, and evidence of a leak was observed coming out at the solvent-bonded junction of the tubing and stressmember. The tubing outer diameter and the stressmember inner diameter were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) resulting in the leak. The reported condition was verified. The cause of the inadequate tubing insertion depth was due to a manual assembly error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.